Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side seroma. Device remains implanted.

Event description:
Patient reported left side seroma. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight and opening on posterior. A visual and microscopic analysis was performed which identified sharp opening, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is a sharp pattern on posterior of opening device assessed as an unidentified (tear) opening.